Manufacturer narrative:
The reported complaint of a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during initial functional testing of the returned autopulse platform (B)(4) and archive data review. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data, found multiple ua 45 messages on (B)(6) 2017. To remedy the issue, the shaft was rotated to home position. Unrelated to the issue, during visual inspection, the wire strands on the top cover was found damaged, the drivetrain was found defective, and the clutch plate exhibited binding and resistance. To ensure the platform remains functional without issues, the damage parts found during visual inspection were replaced, the drivetrain replaced, and a clutch plate deburring performed. The autopulse platform is a reusable device and was manufactured in 2008. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse (B)(4). (B)(4), reported on (B)(6) 2013, the drive shaft was rotated back to "home" position to remdy the issue. The platform passed all final testing criteria.

Event description:
On an unknown date, the autopulse platform (B)(4) did not retract the lifeband and then displayed a user advisory 45 (not at "home" position after power-on/restart) message during a shift check. There was no patient involvement.